Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the pt subsequently expired.